Event description:
Medics were monitoring a pt age (age and gender unk) and the unit's monitor screen intermitently went blank. There was no adverse on the pt. The complainant has been unable to provide further info.